Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte vialon-e 22ga x 1.25in has foreign matter on the needle tip. The following information was provided by the initial reporter, translated from japanese to english: this is a report about foreign matter on the needle tip of insyte vialon. According to the customer's verbatim report, before use after unpacking, a fiber-like fm was found near the needle tip.

Manufacturer narrative:
H6: investigation summary seven photos and one sample with open packaging were received by our quality team for evaluation. The photos and sample were subjected to visual inspection to check for foreign matter. A white, loose, long, thread-like foreign matter was observed on the catheter tubing and needle hub. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The results indicated that the spectrum matches reasonably with cellulose. Cellophane is a derivative of cellulose, and paper, wood, cotton, and similar materials are also composed of cellulose. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. An investigation was conducted on the potential foreign matter sources ¿ material, machine, and man/environment. The two key components nearer to the foreign matter location were investigated. The catheter tubing where the foreign matter was located and the needle cover, as it might have been transferred onto the catheter tubing after assembly. The manufacturing process for both components were reviewed, and no cellulose materials are used during production, packaging, and storage. Therefore, the materials are unlikely the source of the foreign matter. All the machines on the production line are fully covered, surfaces that are in contact with the product are cleaned periodically per the cleaning schedule. The lint-free cloth that is used to clean the machine surfaces is white in color, but is made from poly(ethylene terephalate), which does not match the foreign matter type. Therefore, the machines are unlikely to be the foreign matter source. The personal protective equipment (ppe) used in the production area were looked into to identify those with similar characteristics of foreign matter. The hair net and beard cover were identified to contain similar fibers with the foreign matter, however, based on they are made of polypropylene which does not matter the foreign mater type. Therefore, the man / environment is unlikely to be the source of the foreign matter. As there is no cellulose-based material found on the components, or used in the machines and man / environment, the actual foreign matter source could not be identified. As the sample was returned in open packaging, the actual root cause could not be established.

Event description:
It was reported that the bd insyte vialon-e 22ga x 1.25in has foreign matter on the needle tip. The following information was provided by the initial reporter, translated from japanese to english: this is a report about foreign matter on the needle tip of insyte vialon. According to the customer's verbatim report, before use after unpacking, a fiber-like fm was found near the needle tip.